Event description:
The user complained about decreasing speech comprehension with the device. Whenever the tragus was pressed, the auditory impression changed. The user has been re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found during investigation are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user complains about a decreasing speech comprehension with the device. Whenever the tragus is pressed, the auditory impression changes. The user will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.